Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 50 mg/dl. Customer's current blood glucose was 154 mg/dl. Troubleshooting was declined for low blood glucose. Customer stated insulin pump stopped delivering insulin because the sensor glucose level was less than or equal to their preset low limit setting or before the low limit was reached. The insulin pump and reservoir will not be returned for analysis.